Event description:
Revision of periloc plate in mid-shaft humeral fracture that was replaced with 8 hole 5mm basic fragment waisted compression plates narrow. When seeking to tighten the first locking using the 5.0mm screw torque limiter (stl), the surgeon used the stl and achieved the "click." When he went to use it for the next screw it was "spinning" and not engaging at all - could not use. No torque limiter available and surgeon secured the next 5 locking screws "manually" by hand and did not use the torque limiter. Question as to integrity of locking either over or under tightened due to lack of torque limiter for 5/6 screws. There was no delay or medical intervention required as a result of this event.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.